Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. Customer had symptomer had symptoms of high blood glucose; customer had diarrhea. Customer was assisted in administering a bolus via bolus wizard. Customer declined further troubleshooting due to wanting to see if bolus would resolve issue. Customer was advised to call back if further assistance was needed with changing set and priming.